Manufacturer narrative:
Medtronic received additional information that the reason for the valve-in-valve procedure was due to calcification and mild aortic insufficiency. Following the implant of this transcatheter bioprosthetic valve, into the 25mm aortic bioprosthetic valve, the transcatheter valve dislodged and central aortic regurgitation was noted. Subsequently, both valves were explanted and replaced with another manufacturer¿s product. No additional adverse patient effects were reported. Correction of initial aware date to (B)(6) 2018. Concomitant product: model #: evolutpro-29-us serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 1 month post implant of this 25mm aortic bioprosthetic valve, the patient underwent a valve-in-valve procedure due to possible aortic insufficiency. The procedure was not a success and both valves were explanted and replaced with a competitor valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of initial aware date to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.